Event description:
The customer reported receiving a "sensor defective - replace sensor" error message with the adc freestyle libre sensor. The customer reported she did not have another sensor to insert, and subsequently experienced symptoms of discomfort and lost consciousness. Emergency services were called, and the customer was determined to be hypoglycemic. The customer was treated with glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "sensor defective - replace sensor" error message with the adc freestyle libre sensor. The customer reported she did not have another sensor to insert, and subsequently experienced symptoms of discomfort and lost consciousness. Emergency services were called, and the customer was determined to be hypoglycemic. The customer was treated with glucose via IV. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported receiving a "sensor defective - replace sensor" error message with the adc freestyle libre sensor. The customer reported she did not have another sensor to insert, and subsequently experienced symptoms of discomfort and lost consciousness. Emergency services were called, and the customer was determined to be hypoglycemic. The customer was treated with glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage observed on sensor patch. Observed sensor plug was not seated properly in mount (indicating improper assembly by user). Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1 (initial factory state). Therefore, it is not confirmed to use as sensor plug not fully seated.